Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have one of components disassembled/missing. The components were not returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Supplier DHR review found that the product was conforming to all specifications and no process deviations. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasps were returned missing bearings on a worn instrument claim form. All pieces have not been returned.